Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and failed back surgery syndrome reported via the manufacturer's representative (rep) the implantable neurostimulator (ins) seemed to deplete prematurely and lasted for less than 24 hours of continuous use at time between charging intervals on a full charge, and at times it was difficult to attain a full charge efficiently which was perhaps due to the orientation and/or depth of the ins. It was noted the rep. Was personally able to achieve a full charge efficiently when meeting with the consumer so reeducation was performed on recharging and tips were given for achieving a full charge efficiently, but the issue wasn¿t resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.